Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have tried a different power supply and it did not resolve the issue. Tse recommended replacing the analog interface printed circuit board. Covidien was not authorized to repair the device.

Event description:
It was reported that, an 840 ventilator would not run on battery power. The ventilator was not in use on a patient at the time the event occurred.